Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case the cause of the annular rupture cannot be determined; however, patient factors (severe calcification of the native valve and aortic root, and porcelain aorta) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. (B)(4).

Event description:
As reported, the patient died from complications of an aortic annular rupture during a transfemoral deployment of a 23mm sapien 3 valve. As reported, a balloon valvuloplasty was performed with a 23mm balloon to assist in sizing the aortic annulus. An aortogram revealed a mild leak around the balloon and decision was made to implant a 23mm valve. The valve was prepared with an additional 1cc and was deployed landing in an 80:20 aortic/ventricular. The patient's blood pressure (bp) did not rebound, an aortagram revealed moderate to severe leak. A decision was made to add an additional 1cc and post-dilate. After the post-dilation, the patient's blood pressure again did not rebound. At this time, medication was given intracoronary. The patient was intubated and pericardiocentesis was performed with a return of bright red blood. A decision was made to open the patient's chest. Upon examination, an aortic annular rupture was discovered. The patient had a porcelain aorta and the rupture was therefore irreparable, subsequently, the patient died. The native annulus diameter measured 20mm x 27mm with an area of 458mm2 by CT. The native annulus and aortic root were severely calcified. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good.